Event description:
Patient was about to have angiogram and it was noted that there were micro air bubbles in the pressure tubing. The tubing was discontinued and then changed. No harm to patient. Follow up reveals: the tubing was used with a heparinized solution and a pressure bag. It is not known what caused the air bubble in the IV tubing. There was no pump used in the set up.